Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the users were having to override to pull medications. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the users were having to override to pull medications. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6, to h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to locate the asset (rad01 (B)(6)) when tried to pull up the account. A technical support specialist (tss) dialed into the station and changed the station to profile mode. The system functioned as intended after technical support specialist resolved the issue.